Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. An analysis was conducted by a philips clinical support specialist, during which the biomedical team was advised to change the lead configuration from easi to standard. The investigation determined that the customer was using a 3-lead cable while the monitor was configured for easi. Easi requires a 5-lead cable to function properly; using a 3-lead cable in this mode will result in lead off alarms. Additionally, easi provides a derived 12-lead ECG, which is highly dependent on correct electrode placement. Improper electrode positioning can result in waveform abnormalities, such as an inverted lead ii. After switching the configuration to standard mode, the issue was resolved. The waveform displayed accurately, and no further lead off alarms were observed. Based on the analysis, the device was confirmed to be operating according to specifications. The root cause of the reported issue was improper lead configuration and placement. The issue was successfully resolved by correcting the lead setup. A review of the device¿s service history indicates that this issue has not been reported again.

Event description:
Philips received a complaint on an intellivue mp5 indicating that users were experiencing ¿lead off¿ alarms and inaccurate waveform displays. The device was in use on a patient at the time of event, no adverse event was reported.